Manufacturer narrative:
E was initially received via regulatory authority (FDA division director, reference number: mw5034195) on (B)(6) 2014. The most recent information was received on (B)(6) 2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasing pain in left pelvic area/ left sided pelvic pain") in an adult female patient who had essure (batch no. A15627-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 in 2007, recurrent abortion, termination of pregnancy, c-section in 2007, laparoscopy (cervical pain with intercourse) in 2011, cholecystectomy (gallbladder sludge, nausea, cholecystitis) in 2009, hip arthroscopy and pelvic pain. Previously administered products included for an unreported indication: ortho tricyclen in 2011 and mirena from 2004 to 2010. Concurrent conditions included mittelschmerz (not specified as infective), dysmenorrhea and uterine bleeding. Concomitant products included ranitidine hydrochloride (zantac) since 2012 for gastrooesophageal reflux and heartburn, nortriptyline since 2013 for osteoarthritis, ibuprofen (motrin) since 2007 for pain as well as hydrocodone since 2008, medroxyprogesterone (depo provera) since 2012, ondansetron (zofran) and oxycocet (percocet). On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced musculoskeletal discomfort ("right hip inflammation and pain. (Small labral tear present)/(smalilabral tear present)"), arthralgia ("right hip inflammation and pain. (Small labral tear present)/(smalilabral tear present)"), cartilage injury ("right hip inflammation and pain. (Small labral tear present)/(smalilabral tear present)") and costochondritis ("costrochondritis"). In (B)(6)2013, the patient experienced menorrhagia ("increased menstrual bleeding with metallic smell/ prolonged heavy period"), coital bleeding ("bleeding after intercourse with metallic smell/ bleeding after intercourse") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). In (B)(6)2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), osteochondritis ("ostrochondritis"), depression ("depression"), anxiety ("anxiety") and ovulation pain ("mittleshmirz"). In 2013, the patient experienced menstrual disorder ("increased menstrual bleeding with metallic smell"), dyspareunia ("increasingly painful intercourse") and vaginal discharge ("discharge after intercourse with metallic smell"). On an unknown date, the patient experienced chest pain ("chest pain/ pain in sternum"), paraesthesia ("tingling sensation in arms and feet"), muscle spasms ("muscle spasm"), muscle strain ("lumbar strain") and back pain ("lower back pain"). On an unknown date, the patient experienced dizziness ("dizziness"), hot flush ("increased frequency of hot flashes"), asthenia ("decreased energy"), weight increased ("weight gain"), weight loss poor ("inability to lose weight with dieting and exercise") and allergy to metals ("unable to wear jewelry she has worn for years due to itching and redness in area or skin turning green") with pruritus, erythema and skin discolouration. The patient was treated with surgery (she underwent partial hysterectomy, bilateral salpingectomy and left oophorectomy). Essure was removed on (B)(6)2014. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, musculoskeletal discomfort, arthralgia, cartilage injury and dysfunctional uterine bleeding had resolved, the chest pain was resolving, the dyspareunia, coital bleeding and paraesthesia had not resolved, the vaginal discharge, dizziness, hot flush, asthenia, weight increased, weight loss poor and allergy to metals had not resolved and the osteochondritis, depression, anxiety, muscle spasms, muscle strain, back pain, costochondritis and ovulation pain outcome was unknown. The reporter provided no causality assessment for allergy to metals, asthenia, dizziness, hot flush, paraesthesia, vaginal discharge, weight increased and weight loss poor with essure. The reporter considered anxiety, arthralgia, back pain, cartilage injury, chest pain, coital bleeding, costochondritis, depression, dysfunctional uterine bleeding, dyspareunia, menorrhagia, menstrual disorder, muscle spasms, muscle strain, musculoskeletal discomfort, osteochondritis, ovulation pain and pelvic pain to be related to essure. The reporter commented: she had not sought medical treatment for depression/anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - in (B)(6)2013: results unknown pregnancy test - on an unknown date: negative ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain, dyspareunia, dysfunctional uterine bleeding ." Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6)2018: update of information (batch is invalid) incident no valid lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5034195) on 04-mar-2014. The most recent information was received on 30-oct-2018. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasing pain in left pelvic area/ left sided pelvic pain") in an adult female patient who had essure (batch no. A15627) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 in 2007, recurrent abortion, termination of pregnancy, c-section in 2007, laparoscopy (cervical pain with intercourse) in 2011, cholecystectomy (gallbladder sludge, nausea, cholecystitis) in 2009, hip arthroscopy and pelvic pain. Previously administered products included for an unreported indication: ortho tricyclen in 2011 and mirena from 2004 to 2010. Concurrent conditions included mittelschmerz (not specified as infective), dysmenorrhea and uterine bleeding. Concomitant products included ranitidine hydrochloride (zantac) since 2012 for gastrooesophageal reflux and heartburn, nortriptyline since 2013 for osteoarthritis, ibuprofen (motrin) since 2007 for pain as well as hydrocodone since 2008, medroxyprogesterone (depo provera) since 2012, ondansetron (zofran) and oxycocet (percocet). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced musculoskeletal discomfort ("right hip inflammation and pain. (Small labral tear present)/(smalilabral tear present)"), arthralgia ("right hip inflammation and pain. (Small labral tear present)/(smalilabral tear present)"), cartilage injury ("right hip inflammation and pain. (Small labral tear present)/(smalilabral tear present)") and costochondritis ("costrochondritis"). In (B)(6) 2013, the patient experienced menorrhagia ("increased menstrual bleeding with metallic smell/ prolonged heavy period"), coital bleeding ("bleeding after intercourse with metallic smell/ bleeding after intercourse") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), osteochondritis ("ostrochondritis"), depression ("depression"), anxiety ("anxiety") and ovulation pain ("mittleshmirz"). In 2013, the patient experienced menstrual disorder ("increased menstrual bleeding with metallic smell"), dyspareunia ("increasingly painful intercourse") and vaginal discharge ("discharge after intercourse with metallic smell"). On an unknown date, the patient experienced chest pain ("chest pain/ pain in sternum"), paraesthesia ("tingling sensation in arms and feet"), muscle spasms ("muscle spasm"), muscle strain ("lumbar strain") and back pain ("lower back pain"). On an unknown date, the patient experienced dizziness ("dizziness"), hot flush ("increased frequency of hot flashes"), asthenia ("decreased energy"), weight increased ("weight gain"), weight loss poor ("inability to lose weight with dieting and exercise") and allergy to metals ("unable to wear jewelry she has worn for years due to itching and redness in area or skin turning green") with pruritus, erythema and skin discolouration. The patient was treated with surgery (she underwent partial hysterectomy, bilateral salpingectomy and left oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, musculoskeletal discomfort, arthralgia, cartilage injury and dysfunctional uterine bleeding had resolved, the chest pain was resolving, the dyspareunia, coital bleeding and paraesthesia had not resolved, the vaginal discharge, dizziness, hot flush, asthenia, weight increased, weight loss poor and allergy to metals had not resolved and the osteochondritis, depression, anxiety, muscle spasms, muscle strain, back pain, costochondritis and ovulation pain outcome was unknown. The reporter provided no causality assessment for allergy to metals, asthenia, dizziness, hot flush, paraesthesia, vaginal discharge, weight increased and weight loss poor with essure. The reporter considered anxiety, arthralgia, back pain, cartilage injury, chest pain, coital bleeding, costochondritis, depression, dysfunctional uterine bleeding, dyspareunia, menorrhagia, menstrual disorder, muscle spasms, muscle strain, musculoskeletal discomfort, osteochondritis, ovulation pain and pelvic pain to be related to essure. The reporter commented: she had not sought medical treatment for depression/anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results unknown. Pregnancy test - on an unknown date: negative. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain, dyspareunia, dysfunctional uterine bleeding ." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-oct-2018: medical record received. Reporter information was added. Her demographic was updated. Her concurrent/historical condition was added. Essure lot number was added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasing pain in left pelvic area/ left sided pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 in 2007, recurrent abortion, termination of pregnancy, c-section in 2007, laparoscopy (cervical pain with intercourse) in 2011, cholecystectomy (gallbladder sludge, nausea, cholecystitis) in 2009 and hip arthroscopy. Previously administered products included for an unreported indication: ortho tricyclen in 2011 and mirena from 2004 to 2010. Concomitant products included ranitidine hydrochloride (zantac) since 2012 for gastrooesophageal reflux and heartburn, nortriptyline since 2013 for osteoarthritis, ibuprofen (motrin) since 2007 for pain as well as hydrocodone since 2008, medroxyprogesterone (depo provera) since 2012, ondansetron (zofran) and oxycocet (percocet). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced musculoskeletal discomfort ("right hip inflammation and pain. (Small labral tear present)/(smalilabral tear present)"), arthralgia ("right hip inflammation and pain. (Small labral tear present)/(smalilabral tear present)"), cartilage injury ("right hip inflammation and pain. (Small labral tear present)/(smalilabral tear present)") and costochondritis ("costrochondritis"). In (B)(6) 2013, the patient experienced menorrhagia ("increased menstrual bleeding with metallic smell/ prolonged heavy period"), coital bleeding ("bleeding after intercourse with metallic smell/ bleeding after intercourse") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), osteochondritis ("ostrochondritis"), depression ("depression"), anxiety ("anxiety") and ovulation pain ("mittelschmerz"). In 2013, the patient experienced menstrual disorder ("increased menstrual bleeding with metallic smell"), dyspareunia ("increasingly painful intercourse") and vaginal discharge ("discharge after intercourse with metallic smell"). On an unknown date, the patient experienced chest pain ("chest pain/ pain in sternum"), paraesthesia ("tingling sensation in arms and feet"), muscle spasms ("muscle spasm"), muscle strain ("lumbar strain") and back pain ("lower back pain"). On an unknown date, the patient experienced dizziness ("dizziness"), hot flush ("increased frequency of hot flashes"), asthenia ("decreased energy"), weight increased ("weight gain"), weight loss poor ("inability to lose weight with dieting and exercise") and allergy to metals ("unable to wear jewelry she has worn for years due to itching and redness in area or skin turning green") with pruritus, erythema and skin discolouration. The patient was treated with surgery (she underwent partial hysterectomy, bilateral salpingectomy and left oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, musculoskeletal discomfort, arthralgia, cartilage injury and dysfunctional uterine bleeding had resolved, the chest pain was resolving, the dyspareunia, coital bleeding and paraesthesia had not resolved, the vaginal discharge, dizziness, hot flush, asthenia, weight increased, weight loss poor and allergy to metals had not resolved and the osteochondritis, depression, anxiety, muscle spasms, muscle strain, back pain, costochondritis and ovulation pain outcome was unknown. The reporter provided no causality assessment for allergy to metals, asthenia, dizziness, hot flush, paraesthesia, vaginal discharge, weight increased and weight loss poor with essure. The reporter considered anxiety, arthralgia, back pain, cartilage injury, chest pain, coital bleeding, costochondritis, depression, dysfunctional uterine bleeding, dyspareunia, menorrhagia, menstrual disorder, muscle spasms, muscle strain, musculoskeletal discomfort, osteochondritis, ovulation pain and pelvic pain to be related to essure. The reporter commented: she had not sought medical treatment for depression/anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results unknown most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Events added: costochondritis, mittelschmerz. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
E was initially received via regulatory authority (FDA division director, reference number: mw (B)(4)) on 04-mar-2014. The most recent information was received on 28-aug-2018. Quality-safety evaluation of ptc: unable to confirm complaint this spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasing pain in left pelvic area/ left sided pelvic pain") in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 in 2007, recurrent abortion, termination of pregnancy, c-section in 2007, laparoscopy (cervical pain with intercourse) in 2011, cholecystectomy (gallbladder sludge, nausea, cholecystitis) in 2009 and hip arthroscopy. Previously administered products included for an unreported indication: ortho tricyclen in 2011 and mirena from 2004 to 2010. Concomitant products included ranitidine hydrochloride (zantac) since 2012 for gastrooesophageal reflux and heartburn, nortriptyline since 2013 for osteoarthritis, ibuprofen (motrin) since 2007 for pain as well as hydrocodone since 2008, medroxyprogesterone (depo provera) since 2012, ondansetron (zofran) and oxycocet (percocet). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced musculoskeletal discomfort ("right hip inflammation and pain. (Small labral tear present)/(smalilabral tear present)"), arthralgia ("right hip inflammation and pain. (Small labral tear present)/(smalilabral tear present)"), cartilage injury ("right hip inflammation and pain. (Small labral tear present)/(smalilabral tear present)") and costochondritis ("costrochondritis"). In (B)(6) 2013, the patient experienced menorrhagia ("increased menstrual bleeding with metallic smell/ prolonged heavy period"), coital bleeding ("bleeding after intercourse with metallic smell/ bleeding after intercourse") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), osteochondritis ("ostrochondritis"), depression ("depression"), anxiety ("anxiety") and ovulation pain ("mittleshmirz"). In 2013, the patient experienced menstrual disorder ("increased menstrual bleeding with metallic smell"), dyspareunia ("increasingly painful intercourse") and vaginal discharge ("discharge after intercourse with metallic smell"). On an unknown date, the patient experienced chest pain ("chest pain/ pain in sternum"), paraesthesia ("tingling sensation in arms and feet"), muscle spasms ("muscle spasm"), muscle strain ("lumbar strain") and back pain ("lower back pain"). On an unknown date, the patient experienced dizziness ("dizziness"), hot flush ("increased frequency of hot flashes"), asthenia ("decreased energy"), weight increased ("weight gain"), weight loss poor ("inability to lose weight with dieting and exercise") and allergy to metals ("unable to wear jewelry she has worn for years due to itching and redness in area or skin turning green") with pruritus, erythema and skin discolouration. The patient was treated with surgery (she underwent partial hysterectomy, bilateral salpingectomy and left oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, musculoskeletal discomfort, arthralgia, cartilage injury and dysfunctional uterine bleeding had resolved, the chest pain was resolving, the dyspareunia, coital bleeding and paraesthesia had not resolved, the vaginal discharge, dizziness, hot flush, asthenia, weight increased, weight loss poor and allergy to metals had not resolved and the osteochondritis, depression, anxiety, muscle spasms, muscle strain, back pain, costochondritis and ovulation pain outcome was unknown. The reporter provided no causality assessment for allergy to metals, asthenia, dizziness, hot flush, paraesthesia, vaginal discharge, weight increased and weight loss poor with essure. The reporter considered anxiety, arthralgia, back pain, cartilage injury, chest pain, coital bleeding, costochondritis, depression, dysfunctional uterine bleeding, dyspareunia, menorrhagia, menstrual disorder, muscle spasms, muscle strain, musculoskeletal discomfort, osteochondritis, ovulation pain and pelvic pain to be related to essure. The reporter commented: she had not sought medical treatment for depression/anxiety. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results unknown. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-aug-2018: quality-safety evaluation of product technical complaint. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (FDA division director, reference number: mw5034195) on 04-mar-2014. The most recent information was received on 09-jan-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('increasing pain in left pelvic area/ left sided pelvic pain') in an adult female patient who had essure (batch no. A15627-inv) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included laparoscopy (cervical pain with intercourse) in 2011, cholecystectomy (gallbladder sludge, nausea, cholecystitis) in 2009, parity 1 in 2007, c-section in 2007, multigravida, recurrent abortion, termination of pregnancy, hip arthroscopy and pelvic pain. Previously administered products included for an unreported indication: ortho tricyclen and mirena from 2004 to 2010. Concurrent conditions included mittelschmerz (not specified as infective), dysmenorrhea and uterine bleeding. Concomitant products included ranitidine hydrochloride (zantac) since 2012 for gastrooesophageal reflux and heartburn, nortriptyline since 2013 for osteoarthritis, ibuprofen (motrin) since 2007 for pain as well as hydrocodone since 2008, medroxyprogesterone acetate (depo provera) since 2012, ondansetron (zofran) and oxycodone hydrochloride;paracetamol (percocet). On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced musculoskeletal discomfort ("right hip inflammation and pain. (Small labral tear present)/(smalilabral tear present)"), arthralgia ("right hip inflammation and pain. (Small labral tear present)/(smalilabral tear present)"), cartilage injury ("right hip inflammation and pain. (Small labral tear present)/(smalilabral tear present)") and costochondritis ("costrochondritis"). In (B)(6) 2013, the patient experienced menorrhagia ("increased menstrual bleeding with metallic smell/ prolonged heavy period"), coital bleeding ("bleeding after intercourse with metallic smell/ bleeding after intercourse") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding"). In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), osteochondritis ("ostrochondritis"), depression ("depression"), anxiety ("anxiety") and ovulation pain ("mittleshmirz"). In 2013, the patient experienced menstrual disorder ("increased menstrual bleeding with metallic smell"), dyspareunia ("increasingly painful intercourse") and vaginal discharge ("discharge after intercourse with metallic smell"). On an unknown date, the patient experienced chest pain ("chest pain/ pain in sternum"), paraesthesia ("tingling sensation in arms and feet"), muscle spasms ("muscle spasm"), muscle strain ("lumbar strain"), back pain ("lower back pain"), cystitis ("bladder problem - bladder infection"), urinary tract infection ("urinary problem- urinary tract infection") and vaginal infection ("vaginal infection"), experienced dizziness ("dizziness"), hot flush ("increased frequency of hot flashes"), asthenia ("decreased energy"), weight loss poor ("inability to lose weight with dieting and exercise") and allergy to metals ("unable to wear jewelry she has worn for years due to itching and redness in area or skin turning green") with pruritus, erythema and skin discolouration and was found to have weight increased ("weight gain"). The patient was treated with surgery (she underwent partial hysterectomy, bilateral salpingectomy and left oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, coital bleeding, vaginal discharge, musculoskeletal discomfort, arthralgia, cartilage injury, dysfunctional uterine bleeding, cystitis, urinary tract infection and vaginal infection had resolved, the chest pain was resolving, the dyspareunia and paraesthesia had not resolved, the dizziness, hot flush, asthenia, weight increased, weight loss poor and allergy to metals had not resolved and the osteochondritis, depression, anxiety, muscle spasms, muscle strain, back pain, costochondritis and ovulation pain outcome was unknown. The reporter provided no causality assessment for allergy to metals, asthenia, dizziness, hot flush, paraesthesia, vaginal discharge, weight increased and weight loss poor with essure. The reporter considered anxiety, arthralgia, back pain, cartilage injury, chest pain, coital bleeding, costochondritis, cystitis, depression, dysfunctional uterine bleeding, dyspareunia, menorrhagia, menstrual disorder, muscle spasms, muscle strain, musculoskeletal discomfort, osteochondritis, ovulation pain, pelvic pain, urinary tract infection and vaginal infection to be related to essure. The reporter commented: she had not sought medical treatment for depression/anxiety. Patient received treatment for pain and bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 23.3 kg/sqm. Hysterosalpingogram - in (B)(6) 2013: results: results unknown. Pregnancy test - on an unknown date: results: negative. ¿concerning the injuries reported in this case, the following one was described in patients medical record: pelvic pain, dyspareunia, dysfunctional uterine bleeding ." Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 9-jan-2020: plaintiff fact sheet received. Events added from pfs- bladder / urinary. Reporter information were added. Incident based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority FDA division director (reference number: mw5034195) on 04-mar-2014. The most recent information was received on 27-nov-2017. This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("increasing pain in left pelvic area/ left sided pelvic pain") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included multigravida, parity 1 in 2007, recurrent abortion, termination of pregnancy, c-section in 2007, laparoscopy (cervical pain with intercourse) in 2011 and cholecystectomy (gallbladder sludge, nausea, cholecystitis) in 2009. Previously administered products included for an unreported indication: ortho tricyclen in 2011 and mirena from 2004 to 2010. Concomitant products included ranitidine hydrochloride (zantac) in 2012 for gastrooesophageal reflux and heartburn, nortriptyline in 2013 for osteoarthritis, ibuprofen (motrin) in 2007 for pain as well as hydrocodone in 2008, medroxyprogesterone (depo provera) in 2012, ondansetron (zofran), tylox (percocet [oxycodone hydrochloride,oxycodone terephthalate and paracetamol]). On (B)(6) 2012, the patient had essure inserted. In 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("increased menstrual bleeding with metallic smell/ prolonged heavy period"), menstrual disorder ("increased menstrual bleeding with metallic smell"), dyspareunia ("increasingly painful intercourse"), coital bleeding ("bleeding after intercourse with metallic smell/ bleeding after intercourse") and vaginal discharge ("discharge after intercourse with metallic smell"). On an unknown date, the patient experienced chest pain ("chest pain/ pain in sternum"), paraesthesia ("tingling sensation in arms and feet"), musculoskeletal discomfort ("right hip inflammation and pain. (Small labral tear present)"), arthralgia ("right hip inflammation and pain. (Small labral tear present)"), cartilage injury ("right hip inflammation and pain. (Small labral tear present)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), osteochondritis ("osteochondritis"), depression ("depression"), anxiety ("anxiety"), muscle spasms ("muscle spasm"), muscle strain ("lumbar strain") and back pain ("lower back pain"). On an unknown date, the patient experienced dizziness ("dizziness"), hot flush ("increased frequency of hot flashes"), asthenia ("decreased energy"), weight increased ("weight gain"), weight loss poor ("inability to lose weight with dieting and exercise") and allergy to metals ("unable to wear jewelry she has worn for years due to itching and redness in area or skin turning green") with pruritus, erythema and skin discolouration. On an unknown date, the patient experienced chest pain ("chest pain/ pain in sternum"), paraesthesia ("tingling sensation in arms and feet"), musculoskeletal discomfort ("right hip inflammation and pain. (Small labral tear present)"), arthralgia ("right hip inflammation and pain. (Small labral tear present)"), cartilage injury ("right hip inflammation and pain. (Small labral tear present)"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding"), osteochondritis ("osteochondritis"), depression ("depression"), anxiety ("anxiety"), muscle spasms ("muscle spasm"), muscle strain ("lumbar strain") and back pain ("lower back pain"). On an unknown date, the patient experienced dizziness ("dizziness"), hot flush ("increased frequency of hot flashes"), asthenia ("decreased energy"), weight increased ("weight gain"), weight loss poor ("inability to lose weight with dieting and exercise") and allergy to metals ("unable to wear jewelry she has worn for years due to itching and redness in area or skin turning green") with pruritus, erythema and skin discolouration. The patient was treated with surgery (she underwent partial hysterectomy, bilateral salpingectomy and left oophorectomy). Essure was removed on (B)(6) 2014. At the time of the report, the pelvic pain, menorrhagia, menstrual disorder, arthralgia and dysfunctional uterine bleeding had resolved, the chest pain was resolving, the dyspareunia, coital bleeding and paraesthesia had not resolved, the vaginal discharge, dizziness, hot flush, asthenia, weight increased, weight loss poor and allergy to metals had not resolved and the musculoskeletal discomfort, cartilage injury, osteochondritis, depression, anxiety, muscle spasms, muscle strain and back pain outcome was unknown. The reporter considered anxiety, arthralgia, back pain, cartilage injury, chest pain, coital bleeding, depression, dysfunctional uterine bleeding, dyspareunia, menorrhagia, menstrual disorder, muscle spasms, muscle strain, musculoskeletal discomfort, osteochondritis and pelvic pain to be related to essure. The reporter provided no causality assessment for allergy to metals, asthenia, dizziness, hot flush, paraesthesia, vaginal discharge, weight increased and weight loss poor with essure. Diagnostic results (normal ranges are provided in parenthesis if available): (B)(6). Hysterosalpingogram - in (B)(6) 2013: results unknown. Most recent follow-up information incorporated above includes: on 27-nov-2017: new reporters added. Patients demographics updated. Drug therapy updated. Historical conditions added. Concomitant drugs added. New events added. "Essure legal manufacture has changed from bayer healthcare, llc, (B)(4) to bayer pharma ag, (B)(4), and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only". Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.